Manufacturer narrative:
Pump passed displacement test. Pump received with cracked battery tube threads, cracked case behind the pump near the battery compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer states had a large crack on the pump near the battery compartment and power was going off. The insulin pump will be returned for analysis.